Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid 0.5 mg/ml at 0.12866 mg/day via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2017, the patient experienced increased pain at the pump site, in right lower back, right hip and right leg since recent pump surgery (pump location is right lower back above buttock). As of (B)(6) 2017, they had excruciating pain under pump site making it difficult to move and walk and they were given a flector patch and tylenol #4 was initiated. The patient reported worsening pain on(B)(6) 2017. It was reported the pump was painful in their lower back, they could not lean against anything, and sleeping was difficult as of (B)(6) 2017 and the patient wanted the pump moved to their abdomen/revised. They were given diclofenac, tramadol and toradol injection. The patient was focally tender over the 'battery site' and a pump revision was scheduled to move the pump to the abdomen as of (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and related to the implant procedure. The event was considered ongoing and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was repositioned and moved from the posterior to anterior on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the pain had resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.